Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient was sitting with his dog and noticed the cgm was reading 113 mg/dl. The patient started throwing up and did not have a glucometer to compare the bg reading with the cgm. The patient's partner brought the patient to the hospital where a bg fingerstick was taken and the patient's bg was 956 mg/dl. The patient could not compare the reading to the cgm as it was removed by the ER staff. After approximately 10 minutes upon arrival, it was reported that the patient had a heart attack. The patient also was in diabetic ketoacidosis and was monitored for 3 days. On day 4 in the hospital, the patient received a stent for the heart attack. The patient was discharged on day 5 in the hospital. There was no treatment information provided for dka and it was reported that most of the medications provided in the hospital were for the patient's heart. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.